Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that stimulation system was "damaged" and that another device was implanted but they didn't have any further information about the stimulation system. Caller provided the hcp listed for the pump but didn't know if they were aware of the stimulation system. Caller didn't know if the stimulation system was still implanted or not. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. Technical services reviewed imaging could be obtained to see if ins/leads remain or caller could contact hcp. No symptoms were reported.

Manufacturer narrative:
B3 event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.